Manufacturer narrative:
The customer was cleaning the aspirate probes as a part of maintenance procedure. The customer did not have safety glasses or goggles on at the time of the event. Root cause is user error. Instrument not involved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to contrad 70 splashed into the eye during aspirate probe cleaning. The customers eye was rinsed at an eye wash station. No other injury was reported.